Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were experiencing low blood glucose on 5th and 6th july. Blood glucose level at the time of the incident was 50 mg/dl. Customer stated that they did not receive alert on low blood glucose. It was unknown that customer was using insulin pump or not at the time of high blood glucose incident. It was unknown that auto mode feature was active or not at the time of incident. The insulin pump will not be returned for analysis.